Event description:
This is non-us event. The malfunction occurred in (B)(4). Consumer states two tampons came apart upon removal and a piece of the tampon remained inside her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.